Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported the patient found the recharging system to be confusing. Recharger basic functionality, icon meanings, and how to navigate was reviewed with the patient, and they now felt like they had a better understanding. The patient stated it was tender where the stitches were as they just had surgery. It was noted the stitches were dissolvable and would take about 10 days. It was stated the patient was getting poor coupling, 2-4 boxes, on the recharger when trying to charge the implantable neurostimulator (ins). It was their first time trying to charge. The importance of antenna placement was reviewed as well as charging over thin material-not bulky clothing. It was also reviewed for patient how the number of efficiency bars would affect recharge time. The patient said the harness was a "pain in the butt." In the video, they show a guy placing the harness more in their shoulder and theirs were closer to their breast, and there was an overlap with the top strap and the template where the antenna goes in. It was stated trying to get it to position in exactly the right spot with the harness was hard. It was noted the patient would monitor coupling bars once bandages had been removed. The patient also mentioned that if stimulation ever got turned off, they shake really bad. It was stated they knew it happened because there had been times they had turned stimulation off and their shaking returned right away. It was the reason they got the device was because they shake so bad so they could never turn it off. No further patient complications were reported/ anticipated as a result of this event.